Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: mid valve is under expanded with valve area derived of 23.7mm (0.5mm added for frame outer diameter). Calcification on left and non-coronary valve. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on medical record and imagery provided for evaluation. Available information suggests patient factors (hyperlipidemia (hld), diabetes mellitus (dm)) likely contributed to the event as noted patient had medical history of hyperlipidemia and diabetes. According to the technical summary, evaluation of reported calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 11 months post-implant of a 26 mm sapien 3 valve ultra in the aortic position via transfemoral approach, the patient appear to have a calcified leaflet. After review of the medical records provided, calcification on the tavr bioprosthesis leaflet was confirmed. Prior to the cardiac CT confirming calcification on the bioprosthetic valve leaflet, the patient completed a 6-month regimen of anticoagulation; however, valve values did not improve hence the order for the cardiac CT. The patient is being worked up for a valve in valve procedure. The patient will continue asa and eliquis until the procedure.